Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The home patient (hp) stated that she would finish manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on and she said she could not recall the alarm. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13a13022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample ran on homechoice machine with no issues noted. Sample was not confirmed for the reported problem.